Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. It was also reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. Patient reported that she forgot to take a bolus with a meal the night before, and attempted to correct with a manual injection and multiple boluses. Despite the insulin being delivered, the patient's blood glucose levels reached over 400 mg/dl while wearing the pod between 36 and 48 hours. Symptoms reported include the presence of high ketones, nausea and vomiting. At the hospital, patient was disrobing and reported the pod fell off completely and cannula dislodged. The patient was treated with insulin in the hospital, which was delivered both intravenously and subcutaneously; urine and blood tests were also performed, as well as monitoring of her blood sugars. The patient was released after spending 1 day in the hospital, and has since applied a new pod and resumed treatment.